Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. The date of death provided is an estimate as the exact date of death is unknown. (B)(4).

Event description:
It was reported by the patient's brother that the patient had become part of a class action lawsuit due to a faulty lead, and that the faulty lead contributed to the patient's death.